Event description:
Clinical study same case as #6000093-2005-00552. It was reported that minutes after a drug eluting stenting treatment procedure the pt required a reintervention. Procedure #1-lesion #1 was a 2.6 mm 80% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express 8.8% 2.50 x 16 mm and a 2.50 x 12 mm drug eluting stnet in the target vessel with an overlap of unk length. A dissection occurred distal to the lesion. Lesion #2 was a 3.0 mm 90% stenosed portion of the ramus artery. The physician treated the lesion with predilation and successfully placing taxus express2 8.8% 3.00 x 16 mm drug eluting stent without complication in the target lesion. Procedure #2 lesion #1 was the mid lad. To acutely fix a dissection of the vessel, the physician successfully placed a taxus express2 8.8% 2.50 x 24 mm and a 2.50 x 16 mm drug eluting stents in the lesion with an overlap of unk length. The pt was discharged the next day on plavix and aspirin without further complications.